Event description:
It was reported that previously an inappropriate shock was seen due to loss of capture in the bipolar sensing vector of the competitor left ventricular lead resulting t-wave oversensing which was resolved with reprogramming of this device. The patient was only able to use the primary sensing vector as the t wave oversensing occurred in the secondary and alternate sensing vectors. Most recently the patient had stored atrial fibrillation episodes with t waves being sensed and occasional undersensing of the r wave. The smartpass filter was disabled likely due to low r wave amplitudes. No inappropriate therapy was documented. It was also noted that there was occasional oversensing seen during isometric testing in the secondary and alternate sensing vector. At this time the device remains implanted. No adverse patient effects were reported.